Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the patient received a button error alarm on the insulin pump while playing basketball. It was advised that the patient discontinue use of the pump and revert to a back-up plan. His blood glucose level was 115 mg/dl. Nothing further was reported.